Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The previous calibration performed on (B)(6) 2021 had acceptable results and no alarms. The qc had acceptable results. The field service engineer found that the cell wash detergent volume out of specification and adjusted the cell wash volumes per the service manual. Instrument baseline checks were performed per service documentation with acceptable results. The customer performed a calibration and qc with acceptable results. No further issues were reported after the service visit. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 2 patient samples on a cobas 4000 c (311) stand alone system analyzer. Sample 1: the initial result was 120 mmol/l and the repeat result was 141 mmol/l. The repeat result was believed to be correct. The initial result was reported outside the laboratory. Sample 2: (B)(6) 2021 the initial result was 158 mmol/l and the repeat result was 143 mmol/l. The repeat result was believed to be correct. The initial result was not reported outside the laboratory. The electrode lot number is i74 and the expiration date was 15-sep-2021.